Event description:
It was reported that patient presented in clinic after receiving inappropriate shock from patient's implantable cardioverter defibrillator during atrial fibrillation episodes. Programming changes were made. The patient was discharged.